Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic assisted solution satellite station device it was noticed that the checkpoint was approximately 8mm off when checked. It was reported that there seemed to be no issue on the anterior and posterior cuts but they noticed a significant shift at the chamfer cuts. It was reported that there were gaps in the press fit after transitioning to manual instrumentation so the implant had to be cemented. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2023. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and no defects or issues were observed with the system or software. The investigation could not confirm the reported issues. The device log files were reviewed for this event and it was determined that the eg motion was visualized during operation, potential angular deflection of the saw on the resected surfaces, and probable hard bone was visualized during the posterior cut, and leg position relative to the device array may have been sub optimal. The investigation found no issues or defects, and the system was operating properly and accurately. Service history record review result is not relevant to the current complaint. Therefore, the most probable cause for the described issue cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information received reported that "the posterior cut was over resected by 2mm. The saw did not cut out. " recuts were required and completed with manual instrumentation. It was reported that this was detected during the posterior chamfer. All resections were checked with the pointer and appeared accurate. The femoral checkpoint was check and it showed an 8mm discrepancy. The trial did not fit as expected and we had to cement the component.